Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the plastic tip of the marker broke when the device was removed. Another device was used to complete the case with no patient consequence.